Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was fractured. If the device is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed additional kinks along the pusher assembly, and the embolization coil was detached from the pusher assembly inside the introducer sheath and was undamaged. The kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The detached coil was likely due to the pusher assembly fracture. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure to treat an endoleak using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern to the target vessel. Then, the physician advanced the pod pc into the lantern, however, the pod pc fractured. Therefore, the lantern and pod pc were removed together. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.